Event description:
It was reported the patient is deceased and died approximately three years eight months post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported the patient had been hospitalized due to breathing difficulty and had interstitial pneumonia. The hospital nurse had checked on the patient who reported improved breathing difficulty. When the patient was checked three hours later, the patient was found in cardiopulmonary arrest. Resuscitation was attempted and was not successful. The medical engineer of the hospital reported that there was possible undersensing of ventricular fibrillation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).